Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump alarmed patient side occlusion. The clinician attempted to flush line at the only port and was able to flush. The clinician put back the tubing on pump and it continued to alarm occluded. There was patient involvement but unknown impact.